Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. The pacemaker was explanted and replaced. During implant of the new pacemaker, it was noted that the right ventricular - rv lead was exhibiting intermittent capture, once the lead was attached to the new device. The rv lead was also stimulating the pocket when programming changes were attempted and fracture was observed. The rv lead was capped (B)(6) 2020 and replaced. The patient was in stable condition before, during, and after the procedure.